Manufacturer narrative:
The t:slim user guide states: "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level of 360 mg/dl. The contact was uncertain of the suspected cause. A bolus was delivered via the pump. As the customer did not contact tandem technical support (cts) at the time of the reported issues, troubleshooting could not be performed. Additionally, it was reported that the customer knowingly allowed the battery to fully deplete and the pump shut off. The customer's blood glucose level was 360 mg/dl and the customer reported this issue impacted their bg levels. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.